Manufacturer narrative:
Evaluation: unit did not lose power during testing. The complaint could not be duplicated.

Event description:
Pump reported to "shut itself off". Customer reported that the pump shut off without an alarm during a continuous chemotherapy infusion in a patient's home. The situation was duplicated in the physician's office. Patient had to make an extra trip to office to exchange the pump. The slight interruption in chemotherapy was deemed to be of no clinical consequence.